Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No bolus, bolus history or pump history anomalies were found.

Event description:
It was reported that the customer was in the hospital due to low blood glucose levels. The customer was with the doctor at the time of the call, and could not come to the phone. It was reported that the customer's insulin pump had boluses in the bolus history that the customer did not program. It was stated that the insulin pump was downloaded, and found that this had been happening ever since the customer received this insulin pump as a replacement. It was stated that the extra boluses were the reason for the customer's low blood glucose levels. Advised the caller that the insulin pump would be replaced. Nothing further was reported.